Event description:
It was reported "tip of wire broke off in patient. Patient had to be sent to ir for wire tip removal. Removal was successful and patient it ok" add info rcvd 08/18/2020 : "nurse did not realize the tip of the wire was broken off. When the patient went to ir to get the catheter exchanged as they were not able to thread the whole catheter through, dr. Noticed that the tip of the PICC had a piece of wire in it. Medwatch mw5096595 rcvd 10/12/2020: pt seen in interventional radiology (B)(6) 2020 for right PICC line revision. Upon x-ray of right chest, foreign body located in tract of PICC line. Ir md retrieved piece and noted to be wire from previous PICC line insertion attempt. Wire approx. 5cm long. New PICC was able to be placed in right upper arm. 40cm long. X-ray confirmed placement and positive blood return.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0119 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0119 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "tip of wire broke off in patient. Patient had to be sent to ir for wire tip removal. Removal was successful and patient it ok". Add info rcvd 08/18/2020: "nurse did not realize the tip of the wire was broken off. When the patient went to ir to get the catheter exchanged as they were not able to thread the whole catheter through, dr. Noticed that the tip of the PICC had a piece of wire in it.